Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that six (6) wafers melted after approximately 3 days in use. The end user stated that ¿he has always cut the outer paper area of the wafer and not the moldable material in the inner circle. He further stated that he sees ¿clear plastic¿ when wafer melts and that is what rubs against his stoma and causes bleeding. The end user further reported "it is hard to say whether there was a cut". He stated there was a "dime sized amount of blood on white wash cloth". The end user did not provide information confirming if he experienced the bleeding issue when using all of the six wafers therefore, this information is unknown. No further information or photographs were provided.